Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, the patient underwent revision procedure on (B)(6) 2014 due to loosening of the femoral stem and osteolysis behind the cup. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07872 /-07873).